Event description:
It was reported to boston scientific corporation (bsc) in 2007 that a maxforce tts high performance balloon dilatation catheter was used during an esophagogastroduodenoscopy procedure with dilation performed the day before (patient gender, age and weight are unknown). According to the complainant, during the procedure, balloon would not inflate due to a hole in the balloon. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be "fine".

Manufacturer narrative:
No consequences or impact to patient. Balloon pinhole. The lot number (8999020) provided by the end user could not be confirmed; therefore, the device manufacture date and expiration date cannot be determined. Visually examination of the returned device revealed that the balloon was observed to be severely creased. A longitudinal tear was observed extending from the distal bond site to the proximal bond site. No attempt was made to inflate the device. The cause of the reported malfunction is undetermined. The device history record for this lot was reviewed; no anomalies were noted. A search for similar complaints was completed and found no other complaints were associated with this lot.